Manufacturer narrative:
The fenestrated bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a broken black conductor wire. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the customer reported that the conductor wire had full cable breakage and was completely broken. There was a loss of cautery associated with broken cable. There were no signs of thermal damage at the site of the breakage. No arcing was observed during the procedure. No images or patient demographics were available.